Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi indicator light was red, indicating a loss of connection. The issue was discovered outside clinical use during the morning system tests and the wired footswitch was used for procedures. The following day during the morning system checks, the wireless footswitch connection was reestablished. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Updated codes based on investigation.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch could not establish a connection with the base station. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.